Event description:
It was reported that on (B)(6) 2024, the case was open reduction internal fixation (orif) to the right ankle with intention to use x2 4mm cannulated screws to the distal tibia. Following the surgical technique the surgeon inserted the 1.25mm guide wire into the distal tibia. After measuring successfully over the guide wire he opted to drill the lateral cortex with the cannulated 2.7mm drill to prepare for the insertion of the 4mm screw. However the guide wire broke in the patient whilst the cannulated drill was being used over the wire. This created a delay to surgery as the broken part of the guidewire needed to be retrieved from inside the patient and out of the drill. The guide wire was successfully removed from the patient however broke further whilst removing. The guide wire broke in 3 parts. The guide wire was removed entirely from the patient. The remains of the wire was also removed from the cannulated 2.7mm drill, the drill was also unaffected by the wire breakage once the wire had been removed. The surgeon then questioned the strength of guide wire and opted to use a competitor cannulated 4mm screw. This report is for one (1) guidewire ã¸1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described h11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that guidewire ã¸1.25 w/thread-tip w/trocar l1 had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the guidewire ã¸1.25 w/thread-tip w/trocar l1 would contribute to the complained device issue based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part:292.620s lot:155l471 manufacturing site: werk selzach supplier: (b(4) release to warehouse date:27 mar 2023 expiration date: 01 mar 2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 292.620 lot: 3755p78 manufacturing site: balsthal release to warehouse: 01-feb-2023 a DHR evaluation was performed for the finished device article # 292.620 lot #3755p78, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.